Event description:
A 100 ml bag morphine bag was hung at 1410. The clinical coordinator from the am shift and the oncoming charge rn completed rounding of all patients at the end of the shift. They confirmed the amount in the bag and pump settings at 1 mg/hr. At 2240, the entire bag had been infused (8 hours instead of 24 hours). The pump was removed from the bedside and new morphine drip tubing and pump was started. The pump history indicated the pump was set at the correct rate. Inspection of the bag and tubing did not reveal any leaks or holes. There was no change in the patient assessment or condition. No harm to the patient. The pump was sent for evaluation to a third party consultant. Testing of the pump did not reveal any failure that would contribute to a gross infusion delivery error. The pump has been returned to b. Braun for their evaluation of the pump. No report received as yet.======================manufacturer response for infusion pump, infusomat space (per site reporter)======================the cno of the hospital called senior infusion systems specialist to discuss our concerns about this event and two others that happened in a short period of time that are also being reported to medsun. He stated he was not aware of any other reports like this one.